Manufacturer narrative:
No data or lot information was provided. However, investigation revealed that the most likely cause for the discrepancy observed is due to sample handling for the rapid test. The customer did not further question the cobas liat result.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 and influenza b (negative for influenza a) while using a sars-cov-2 & flu a/b rapid antigen test. The sample was retested on a cobas liat which yielded a negative result for all targets. The results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.